Event description:
I used fixodent, poligrip, super poligrip and sea bond from approximately 1979 to present. While using these products, I started having numbness, tingling and loss of sensation in my feet and legs along with bone marrow problems. I have been diagnosed with neuropathy, anemia, neutropenia and vascular disease. I am permanently disabled because of these conditions. There is no cure and will get worse with time and requires constant and continued medical care. Dose or amount: denture cream, frequency: 3 to 4 day. Route: oral. Dates of use: 1979 to present. Diagnosis or reason for use: denture adhesive